Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient with severe ossification was taken to revision surgery because the electrode array was outside the cochlea. Although the recipient generally communicated with the help of lip reading, she reported that her hearing with the device had recently deteriorated. The recipient was re-implanted. The new electrode was successfully placed by touring the ossified part of the cochlea.

Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Reportedly, the cochlea was ossified, which might contributed to the migration. The device was explanted but has not been received for investigation yet.

Event description:
The recipient with severe ossification was taken to revision surgery because the electrode array was outside the cochlea. Although the recipient generally communicated with the help of lip reading, she reported that her hearing with the device had recently deteriorated. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Reportedly, the cochlea was ossified, which might have contributed to the migration. In addition, device investigation revealed damage to the active electrode caused by device minute mobility leading to fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The recipient with severe ossification had revision surgery because the electrode array was outside the cochlea. Although the recipient generally communicated with the help of lip reading, she reported that her hearing with the device had recently deteriorated. The recipient was re-implanted.